Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive during a firmware update, displaying a persistent spinning circle and failing to power on despite charging, while the user was using a dexcom g7; the issue aligns with an unexpected shutdown associated with the device¿s seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and an unexpected shutdown traced to the seal component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.